Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter erroneous results were occurring. The patients had to be re-tested, no information regarding confirmatory testing or additional patient impact was reported. The following information was provided by the initial reporter: customer stated, when bd was having issues with product availability, the health system began ¿having major issues around blood draws using the female/needle. Their test results were not accurate. Patients were having to be re-tested. Their blood utilization increased because of inadequate results.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter erroneous results were occurring. The patients had to be re-tested, no information regarding confirmatory testing or additional patient impact was reported. The following information was provided by the initial reporter: customer stated, when bd was having issues with product availability, the health system began ¿having major issues around blood draws using the female/needle. Their test results were not accurate. Patients were having to be re-tested. Their blood utilization increased because of inadequate results.